Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burning 3rd degree [burns third degree] , burn blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A 60-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) on (B)(6) 2017 for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient reported she used the heatwrap for 6 to 7 hours and despite the body she wore under the wrap she experienced burning 3rd degree and burn blisters on (B)(6) 2017. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on 27apr2017. The outcome of the events was unknown. According to the product quality complaint group: reasonably suggest device malfunction: no. Site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (16may2017): new information received from the same contactable consumer included: patient details, product trade name, usage regimen, additional event (burn blisters) and action taken. Follow-up (02apr2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burning 3rd degree" "burn blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burning 3rd degree [burns third degree]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burning 3rd degree on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burning 3rd degree" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burning 3rd degree" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burning 3rd degree [burns third degree], burn blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient of an unspecified race/ethnicity started to use thermacare heatwrap (thermacare lower back & hip) on (B)(6) 2017 for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient reported she used the heatwrap for 6 to 7 hours and despite the body she wore under the wrap she experienced burning 3rd degree and burn blisters on (B)(6) 2017. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (16may2017): new information received from the same contactable consumer included: patient details, product trade name, usage regimen, additional event (burn blisters) and action taken. Company clinical evaluation comment: based on the information provided, the events of "burning 3rd degree" "burn blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device, comment: based on the information provided, the events of "burning 3rd degree" "burn blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.